Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had been having low voltage advisory alarms. It was also noted to have an exposed modular cable with a frayed area. Log files were sent for review. The tear in the outer silicone jacket displayed in the picture appeared to be cosmetic only. The event log file displayed multiple intermittent strings of low power advisory(s) while tethered on batteries due to depleted batteries in-use at the controller white power lead. It appeared that the patient was sleeping on battery power which is not recommended. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment was operating as expected. On (B)(6) 2024 it was reported that the patient was having consistent low voltage alarms with some cable damage. The batteries and clips were exchanged. Log files were sent for review. The event log confirmed the reported low power advisory (f10) on the white power cable. This indicated that white power cable may have a poor connection between the battery and the battery clip. This also indicated that the battery was at yellow advisory level. In addition, the event log indicated that the patient still had not utilized the power module/mobile power unit (mpu) and was still sleeping on battery power. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. It was noted that after troubleshooting the patient's controller and modular cable were switched out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via the submitted log files. The reported event of damage to the power cable was unable to be confirmed as no product returned and no images of the damage were submitted. From (B)(6)2024 at 13:50:16 to (B)(6)2024 at 08:56:32 and 22:49:02 to 13:47:57, the log file captured intermittent atypical low voltage advisory alarms due to the relative state of charge (rsoc) on the white power cable fluctuating below the alarm threshold. The alarms briefly resolve when the rsoc values return to the expected value. The voltage fluctuations did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The provided information indicated the 14v li-ion batteries, battery clips, system controller, and modular cable were exchanged after during troubleshooting. Multiple attempts were made to obtain additional information regarding the cause of the alarms and product returns; however, no additional information was provided, and to date, no product has returned for further analysis. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to interpret and troubleshoot low voltage advisory alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. This section also instructs the user to keep the system controller power cables away from any liquid. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.